Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship may exist between pd therapy with the liberty select cycler and the patient¿s death. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had a medical history that included atherosclerotic heart disease, atrial fibrillation, cerebral vascular disease, stroke, chronic obstructive pulmonary disease (copd), oxygen dependence, ongoing altered mental status, and generalized weakness. Currently, there is no allegation that the patient¿s death was related to a product issue or malfunction with the fresenius cycler. The patient¿s death was due to natural causes likely due to pre-existing comorbid conditions, as reported by the patient¿s pd nurse/coroner.

Event description:
On (B)(6) 2024, it was reported that this male patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In additional follow-up, it was confirmed with the patient¿s pd nurse that the patient expired in the morning of (B)(6) 2024 while in an unknown phase of pd treatment with the fresenius cycler. The nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), atherosclerotic heart disease, atrial fibrillation, cerebral vascular disease, stroke (B)(6) 2024; unrelated to pd therapy), chronic obstructive pulmonary disease (copd), oxygen dependence, ongoing altered mental status, and generalized weakness. Per the nurse, the coroner indicated the patient expired due to natural causes in his sleep in the setting of multiple comorbid conditions. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Event description:
On 25/mar/2024, it was reported that this male patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In additional follow-up, it was confirmed with the patient¿s pd nurse that the patient expired in the morning of (B)(6) 2024 while in an unknown phase of pd treatment with the fresenius cycler. The nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), atherosclerotic heart disease, atrial fibrillation, cerebral vascular disease, stroke ((B)(6) 2024; unrelated to pd therapy), chronic obstructive pulmonary disease (copd), oxygen dependence, ongoing altered mental status, and generalized weakness. Per the nurse, the coroner indicated the patient expired due to natural causes in his sleep in the setting of multiple comorbid conditions. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.